Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent while performing automated peritoneal dialysis (pd) therapy using unknown baxter pd disposables. The patient was hospitalized for the event. The patient was treated with vancomicin and gentamycin. Five days after the onset of peritonitis, pd therapy was withdrawn. Four days after pd therapy was withdrawn, the patient had an arrest and subsequently died. Outcome of peritonitis prior to death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Four days prior to the death, the patient's peritoneal dialysis (pd) catheter was removed and the patient was transferred to hemodialysis (hd) therapy. It was clarified that the patient experienced a fatal cardiac arrest (previously reported as an arrest). The death certificate was requested, but was not available and the cause of death on the death certificate was unknown.

Manufacturer narrative:
(B)(4).